Event description:
Information received indicates the head end brake casters are not locking into brake.

Manufacturer narrative:
The technician found the caster rod was out of the caster. He reinstalled the rod to repair the bed.